Event description:
A patient in septic shock receiving a noradrenaline (norepinephrine) - infusion via an alaris cc guardrails plus syringe pump (carefusion, san diego ca, USA) received an inappropriate dosage of noradrenaline resulting in a sharp rise in arterial blood pressure. According to convention and international literature the dosage of catecholamines and vasopressors on our ICU are handled in ug/kg/min. Until a recent software update the display of the syringe pumps showed all numbers before and after the decimal point in equal font size. Now, the numbers after the decimal point are displayed in a distinct smaller font size which means that they are not anymore legible from a distance of more than one meter. In this case, after a wrong adjustment of the setting of the pump, the attending physician was not aware of the mis-programming of the pump because he misread the values on the syringe-pump display. This serious safety problem has recently been reported to MFR.